Manufacturer narrative:
On 31st mar 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance, and the sensor was requested back for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the raw sensor data showed depressed signals in reference and signal channels since insertion. The potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which is the chemical component of the sensor. Since the sensor was not returned, no further investigation could be conducted. The user was offered a sensor replacement as a resolution. B4.date of this report 28 june 2025. G3.date received by the manufacturer? 28 june 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
31 march 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.